Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms was confirmed; however, the low voltage alarms were routine. A review of the submitted log files spanned approximately 9 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). On (B)(6) 2020 at 00:05, the no external power activated due to both power cables being disconnected simultaneously during a power source exchange. The alarm cleared seconds after activating when power was restored. The backup battery was able to provide power to the controller during this event. There were multiple routine low voltage advisory alarms active in the log file due to the patient letting the batteries drain below the 1.5v threshold. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial (B)(6), was not returned for analysis. A root cause for the reported no external power alarm cannot be conclusively determined through this analysis; however, it is consistent with user error by disconnecting both power cables simultaneously. A root cause for the low voltage alarms was routine depletion. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage advisory and no external power alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a no external power alarm that he was not aware of. The patient was running the batteries below the threshold voltage and then changing out the batteries caused the alarms to occur.